Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the device was returned with the protector cap but the cap was not on the device. The balloon was not detached from the shaft. A visual examination observed that the inner lumen was detached from the distal bond, however no part of the device was missing. The outer distal was slightly stretched, measuring a length of 25.1cm from the rapid exchange (rx) bond to the distal tip. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that in preparation for a percutaneous transluminal angioplasty procedure, a balloon detachment occurred. The lesion was located in a shunt. A 6fr non-bsc sheath was inserted from the left, and a .014 non-bsc guide wire was advanced to the lesion. The physician then attempted to prepare the spcb flextome mr balloon catheter, however resistance was encountered when removing the protector sheath from the balloon. When the physician was removing the protector sheath, the balloon detached. The physician attempted to prep a second cutting balloon and was unable to remove the protector sheath at all. The procedure was completed with a different device. No patient complications were reported, and patient status was listed as good.

Event description:
It was reported that in preparation for a percutaneous transluminal angioplasty procedure, a balloon detachment occurred. The lesion was located in a shunt. A 6fr non-bsc sheath was inserted from the left, and a .014 non-bsc guide wire was advanced to the lesion. The physician then attempted to prepare the spcb flextome mr balloon catheter, however resistance was encountered when removing the protector sheath from the balloon. When the physician was removing the protector sheath, the balloon detached. The physician attempted to prep a second cutting balloon and was unable to remove the protector sheath at all. The procedure was completed with a different device. No patient complications were reported, and patient status was listed as good.